Manufacturer narrative:
Batch review performed on 19 september 2024. Lot 2339608: (B)(4) items manufactured and released on 23-oct-2023. Expiration date: 2028-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review.

Event description:
Revision due to knee infection and the pathogen is unknown. At about 7 months post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.